Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The handheld was returned to the manufacturer and underwent analysis. Upon analysis, it was noted that the handheld battery was swollen. No anomalies in the performance of the returned handheld were identified and it performed according to specifications. Investigation reveals that this condition has the potential to cause user harm, though none was reported in this case. The exact cause of this battery swelling in unknown, but may be due to user mishandling or an inherent condition of the battery type (i.e. Lithium polymer ion rechargeable battery).